Event description:
Customer commented on a post in saalt's (B)(4) saying that their iud came out when they were removing their cup. Saalt asked the customer to email us. Customer emailed explaining that iud had come out during cup removal. Saalt responded asking for some additional information about the customer's removal techniques, cup mold identifying number, and lot number on the packaging. Customer did not respond to saalt's follow up requests for information. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.